Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose was 20 mg/dl. The customer was admitted to the hospital. Customer will call back so that we can complete the hospitalization reporting. The customer also reported via phone call indicating that the insulin pump had a keypad anomaly. The customer's blood glucose was unknown mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.